Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Although the intuitive surgical, inc. (Isi) field service engineer (fse) was able to confirm the reported complaint, failure analysis found no functional issue with the returned erbe. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative called in to report that customer is having issues with monopolar working on initial startup. The customer stated that they have to power cycle the generator before monopolar worked. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (monopolar is not firing and requires restart) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.